Event description:
Hosp advised that the pump alarmed and displayed error code x07. One channel stopped operating. This occurred during dialysis while the unit was being operated at rates of 999ml/hr. There was no pt consequence.